Event description:
It was reported that there was a hole in the tubing of an access set next to the clamp. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned; however, a photograph was provided for evaluation. During photographic inspection a rip was observed in the tubing of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was the device not being loaded into its packaging correctly causing it to be cut during sealing. To correct the condition, personnel were retrained how to properly load the device into its packaging and to visually inspect all devices. Should additional relevant information become available, a supplemental report will be submitted.